Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, radiculopathy and other chronic/intractable pain of the trunk and limbs. Upon examination on (B)(6) 2017, it was noted that the ins pocket was loose. The ins was repositioned on (B)(6) 2017. The event was not related to the device or therapy and was related to the implant procedure, specifically the incisional / device tract of the ins pocket. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient reported difficulty charging the device. On (B)(6) 2017, the manufacturer representative lowered the amplitude by one volt which should have helped the patient with recharging. The patient was reprogrammed on (B)(6) 2017 ("new group c nd therapy" with lowered amplitude setting). The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Correction: the recharging issues is captured in manufacturer report number 3004209178-2017-19490. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A device diagnosis of ins migration was reported. It was also indicated the event resolved without sequalae.

Manufacturer narrative:
Device code (B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that an examination on 2017 (B)(6) by the physician indicated the sutures ruptured in the pocket, which caused the migration. The patient experienced discomfort in the battery pack, ins related pain, especially when lying down and when moving side to side; the battery was loose in the pocket.